Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported a false positive with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on an unknown sample and generated a negative result. Pcr confirmation testing was performed and generated negative results. No additional patient information, including treatment and outcome, was provided.